Manufacturer narrative:
(B)(4).

Event description:
Returned product received; normal battery depletion (eri).

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unknown. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed a hole in the catheter body caused by a deep abrasion.